Event description:
The retention dome was detached during traction removal. The indwelling period was 125 days.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user related. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. The complainant indicates the complaint sample had been in place for approximately 125 days prior to the complaint incident. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process.